Event description:
A report was received from (B)(6) stating a cosmetic defect. It is unk if the device was used during surgery. It unk if there was injury or medical intervention. The date of the event is unk. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should become available, a supplemental report will be sent. (B)(4).